Manufacturer narrative:
Internal report reference number: (B)(4) b2: adverse event report is being submitted due to customer contacting doctor's office/nurse due to meter error message. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strip. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Customer stated due to the error message he went to his doctor's office (not a routine appointment)) on monday to speak with the nurse. Per customer nurse had provided assistance on how to use the meter but they had tried 3 times before they were finally able to get a reading. Customer stated he was going to talk to his nurse while he waits for the meter and see if she can test his blood glucose. During the call, a back to back blood test was not performed by the customer. Per customer, the product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 05/31/2027 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly.